Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred during the load process. The customer's blood glucose (bg) level was impacted (300 mg/dl) with trace ketones. An manual injection was administered to correct bg level. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.